Event description:
It was reported that patient experienced infection issue event on (B)(6) 2026 as patient reported frequent irritations in the abdominal area and also hardness which has persisted for two weeks and patient needs to visit a physician.

Manufacturer narrative:
E1: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.